Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) shock impedance measurements. Technical services (ts) advised rv shock impedance measurements had been high out of range for some time. Ts provided reprogramming recommendations. Additional information from the field representative provided reprogramming recommended was completed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.